Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migrating out of the epidural space which was confirmed through imaging. The patient underwent a spinal cord stimulator (scs) lead replacement procedure and was doing well postoperatively. The explanted paddle was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.